Event description:
On (B) (6) 2009, the patient reported that there was an air bubble in her insulin cartridge. She stated that the bubble was not present when the insulin cartridge was inserted into the infusion device. The patient disconnected the call. Upon follow up on (B) (6) 2009, the patient stated that she allows insulin to reach room temperature prior to use. She stated that she began priming the insulin cartridge by pushing the plunger in and out before filling with insulin and she has had no further issues with air bubbles. She was educated on properly adjusting the piston rod of the infusion device prior to inserting the insulin cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.